Event description:
It was reported that during a follow-up in clinic, the device was slow to interrogate resulting in the device entering in backup vvi (bvvi) mode. Abbott technical support was contacted and found the slow telemetry was due to the device being in radio frequency (rf) telemetry lockout. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.